Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly. A medtronic representative upgraded the spine software to resolve the issue. No further relevant issues reported.

Event description:
A medtronic representative reported that while navigating a navlock instrument the cad model of the instrument was shown different than expected. The medtronic representative reported the cad model looked like the instrument was navigating on a negative projection even though there was no projection turned on. The medtronic representative turned on a projection, then turned it back off and reported this resolved the issue. There was no patient present when this issue was identified.